Manufacturer narrative:
Product complaint # (B)(4). The initial report was submitted in error. Follow-up information was received, which deemed the instrument not reportable at this time.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that this complaint is for an instrument 227454500, a drill guide for 6.5mm screw. Drill bit got stuck in guide. Did not affect surgical outcome, there were several other guides and drill bits sterile and available.